Event description:
Patient care specialist contacted dexcom technical support on (B)(6) 2014 on trial patient's behalf to report intermittent out of range signal on (B)(6) 2014. At the time of contact the patient care specialist did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).